Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received critical pump error alarm. The customer's blood glucose was unknown at the time of incident. Customer stated the alarm occurred after going to swim. The customer was advised that the insulin pump will need to be replaced. The customer stated the he has already discontinued use of the insulin pump. Customer was advised to revert to back up plan per health care professional¿s instructions until the replacement arrives. The reservoir will not be returned for analysis.

Manufacturer narrative:
Open book/critical pump error after battery installation and pump error found in the alarm history file due to a software error. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit was received with minor scratched display window, case and keypad overlay.